Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse confirmed that the lh750 generated poor diff counts. The fse found that the diff sample line was clogged. The fse replaced the sample line. However, the intermittent incomplete diff results continued. The fse replaced the diff pak reagent lot with a subsequent lot, which resolved the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported intermittent incomplete (non-numeric) differential (diff) results on patient samples on a coulter lh 750 hematology analyzer during normal instrument operation. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.